Event description:
It was reported that the patient with this insertable cardiac monitor (icm) had exhibited endocarditis. Reportedly, the pocket site was properly healed upon visual inspection. A revision was performed, and the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead were explanted without difficulty. Additionally, the icm was also explanted. There was some excess bleeding at the pocket site; hence, the physician placed a closed-suction medical device to drain the blood from the surgical sites. The device was returned for analysis with no new device implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The completed product investigation provided the known inherent risk conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) had exhibited endocarditis. Reportedly, the pocket site was properly healed upon visual inspection. A revision was performed, and the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead were explanted without difficulty. Additionally, the icm was also explanted. There was some excess bleeding at the pocket site; hence, the physician placed a closed-suction medical device to drain the blood from the surgical sites. The device was returned for analysis with no new device implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.